Event description:
From quality risk report: "pt is intubated and sedated on propofol. Rn heard pump beeping and went to assess. When rn opened the door to the pump she observed that the tubing had a large "aneurysm" and immediately ruptured, causing the tubing to break. It was not repairable. New tubing had to be primed and loaded into the pump quickly since the patient is intubated."